Event description:
A customer reported that the light source turned off during surgery. It overheats and a system message is displayed. No pt harm was reported; additional info has been requested regarding whether the case was completed.

Manufacturer narrative:
The company representative examined the system and found a lot of dust in the filter and fan. The company representative cleaned the filter and fan. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).